Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Medical records received. After review of medical records for MDR reportability, the patient was revised due to failed left total hip replacement, metal on metal, depuy asr with summit bone ingrowth femoral stem. During surgery, it was noted that there was a large bulbous bursa measuring approximately 5 x 8 cm. The fluid appeared to be turbid, murky and yellowish in consistency and the surrounding tissues had a grayish tan hypertrophic granulation, consistent with major alval reaction. It was also observed that the greater trochanteric fragment was soft and friable and that the remnant of the gluteus medius tendon was still present but severely atrophic. The stem was well fixed but inner aspect of the acetabulum showed consistent fibrinous friable tissue reaction, consistent with lymphocytic reaction. The femoral head showed slight haziness in the form of eburnation and the acetabular component had a similar mild to minimal eburnation reaction. There was an estimated 80 % remaining surface area of the normal 100% acetabulum due to the osteolytic defect. The bone quality was poor in the acetabulum with difficulty in obtaining strong screw fixation. Radiographs show changes in the pelvic bone stock including acetabular billowing osteolysis into an apparent stress fracture of the greater trochanter. . Doi: (B)(6) 2007 ; dor: (B)(6) 2018 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This is a duplicate report of 1818910-2018-52567. 1818910-2018-52567 will be kept for investigation purposes.